Manufacturer narrative:
The pump powered up properly and no blank display noted. The pump was received with normal operating currents. There was no damage found on the lcd isolation tape noted. The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. There was no moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted during visual inspection. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer states they have not used the insulin pump for two days. The customer states they treated high levels with manual injection. The customer states that insulin got into the pump, and that the display is blank. The customer states there is fluid under the lcd display. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.